Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a bad trach. No harm done to the patient, no medical intervention was needed.

Manufacturer narrative:
One sample device was received for investigation. No damage or anomalies were observed with the device during visual inspection. During functional testing the device cuff was observed to inflate on only one side. However, when the device cuff was manipulated during inflation, per the instructions for use, the cuff inflated as intended. A review of manufacturing device history records for the reported lot found no discrepancies or anomalies. Based on the available information and functional testing, the investigation could not confirm the reported complaint. No actions have been assigned at this time.